Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 08/01/2016 with the following findings: device evaluation: on investigation, the keypad cover was missing from the pump. All the keypad buttons were unresponsive. There was no contamination found under the button contacts. The pump was opened for investigation and revealed the keypad flex connector was not fully seated. Investigation confirmed the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Event description:
On (B)(6) 2016, the reporter contacting animas alleging a button/keypad (damage) issue; keypad torn, damaged missing. There was no indication the issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction does not impact the users ability to deliver insulin. Additionally the owner's booklet instructs the user to contact animas if the user identifies or suspects the pump is damaged . The user should discontinue use of the device when damage is detected.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 08/01/2016 with the following findings: device evaluation: on investigation, all the keypad buttons were unresponsive because the keypad flex connector was not fully seated. Additionally, the battery compartment was noted to be cracked.